Event description:
During a total thyroidectomy procedure, the limbs of the clips did not proximate, they were crossed and then the next clip came out totally 90 degrees off. Got new one to complete procedure. No patient consequence.